Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. Insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test and self-test. Unable to confirm excessive no delivery alarms due to motor error alarm. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed excessive no delivery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.